Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate decrease in pain relief and unintended stimulation. The patient reported that they had been involved in physical activities which involved, including lifting heavy objects. An x-ray was obtained which revealed migration of the right lead. A revision was performed and the evoke scs system was replaced. Therapy has been restored following the revision procedure.